Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient has a history of performance deterioration and unpleasant or painful sensations when using her device. The results of integrity test performed in 2003 and in 2005 were consistent with normal receiver/stimulator function. Reprogramming the patient's sound processor did not solve the problem. The patient's device was explanted and the patient was reimplanted with a new device in 2007.